Manufacturer narrative:
Event date was unspecified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified amount of homechoice automated pd sets with cassette leaked during prime. This occurred during use of the device. The reporter stated the cassettes leaked while the lines were being filled. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.